Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system presented with an infection surrounding the scar, with the device eroding. A procedure has been scheduled to extract the system and fit the patient with a life-vest prior to a performing a replacement procedure. At this time, this s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system presented with an infection surrounding the scar, with the device eroding. Recently, the system was surgically explanted, and the patient was fitted with a life-vest as the wound heals. No additional adverse patient effects were reported. The explanted s-ICD system is not expected to be returned for analysis.

Manufacturer narrative:
This report is being sent to provide new information in sections b2 (outcomes attrib to adv event), b5 (event description), and h6 (impact codes). This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Investigation summary: boston scientific concludes that although the complaint electrode was not returned to boston scientific and analysis has not been performed, the primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Infection is a known inherent risk of the use of this product. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the complaint electrode was not returned to boston scientific therefore, product analysis could not be performed. However, infection has been observed with this product previously and is a known inherent risk associated with its use and is documented in the product's labeling. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review was completed and confirmed that the event of infection was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the device is acceptable investigation conclusion: at this time, no further actions are considered necessary as infection is a known inherent risk of the use of this product and this is documented in the labeling.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system presented with an infection surrounding the scar, with the device eroding. Recently, the device was surgically explanted, and the patient was fitted with a life-vest as the wound heals. No additional adverse patient effects were reported. The device is not expected to be returned for analysis. It is currently unknown if the electrode was also explanted during the procedure.

Manufacturer narrative:
This report is being sent to provide new information in sections b2 (outcomes attrib to adv event), b5 (event description), and h6 (impact codes). This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.